Event description:
The day I had the essure coils placed I immediately felt ill. I was shaking to the point I felt I was going to die. A few days later is when everything began. I suddenly had anxiety, depression, mood disorders, mini stoke which hospitalized me for a week, and stomach issues. All these symptoms had carried on all these years. Then I started to become extremely ill to the point I was unable to work, go to school, or care for my family. I was always agitated, foggy brain, stomach problems, lymph nodes were always swollen, problems swallowing, excessive dry skin, acne issues, brittle nails that peeled off in layers, hair loss, loss of feeling in my left leg and arm, tingling sensation throughout body, teeth started becoming loose and breaking off, and suddenly became allergic to 27 foods, all my health and beauty products, and cleaning supplies all of which I have used or eaten all my life.